Event description:
A 'significant' reservoir volume was discovered at a pump refill visit. A rotor study was done (date not reported) and it appeared a stall had occurred. No pt symptoms were reported. The pump was used to administer fentanyl, baclofen, clonidine, and marcaine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.